Event description:
Hcp reports pt presented with signs of infection including drainage and pain at the site of the ipg pocket. A culture of the device pocket was obtained which produced staph growth. The pt was treated with IV antibiotics and the infection has resolved. No report of device explantation. A follow up will be sent if additional information is received.